Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedence and could not sense. Noise was also observed. The lead was attempted and not used. A replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedence and could not sense. Noise was also observed. The lead was attempted and not used. A replacement lead was inserted. No patient complications have been reported as a result of this event.